Event description:
The customer called, reporting they were receiving an error 4 message when inserting strips and unit of measure setting of their locked freestyle meter was able to be changed between mg/dl to mmol/l. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
This is an initial report. An investigation is in process. The product has been requested back. Final report will be submitted when the investigation is complete.